Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker syndrome and fatigue. Severe first degree atrioventricular delay was observed. Implantable pulse generator (ipg) remains in use and the upgrade to bi-ventricular pacemaker is being considered. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been re ported as a result of this event.